Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe had issue with foreign matter.

Manufacturer narrative:
Investigation summary: customer returned photos of 3/10cc syringes. Customer states that the needles of the syringe have a protrusion. The photos were examined and exhibited clear material on the cannula shaft. It is difficult to determine the identity of this material solely from the photos. A review of the device history record was completed for batch # 7240696 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200727627, 200727438, 200727290] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure, however, it is difficult to determine the identity of this material solely from the photos. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe had issue with foreign matter.